Event description:
It was reported that the device reached recommended replace time. The customer complained the device battery depleted too soon with only one year of service. The device remains in use, but a replacement was suggested by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.